Event description:
It was reported that post op a laparoscopic adjustable band, the patient was not losing weight. A cat scan was performed and it was determined the connection was broken. A new port was placed and the patient is stable.

Manufacturer narrative:
Date sent: 10/01/2009. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.